Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgment. The threshold measurements were high, therefore the physician elected to replace the lead with a screw in type lead.